Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported during a site visit, that a pharmacy technician stated she has experienced the IV tubing set separating or leaking. The separation or leak occurs at the ¿connection points¿ on the IV set or when an IV chemotherapy bag ¿breaks at the seam¿. The technician stated these events occur about once a year; and she has seen it happen a few times. No further information is available.